Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, customer did not realize insulin delivery had stopped for 3 hours. Customer's blood glucose level was 170 mg/dl. Insulin delivery was resumed, and customer delivered a bolus.